Event description:
Ultratine devices were implanted in 2007. Eight months after the procedure, the physician noted fluctuant mass in forehead. Devices were removed in 2008.

Manufacturer narrative:
The dr performed aspiration eight months post-op and noted a milky fluid. He prescribed antibiotics, which did not have any effect. During the explant surgery, he noted a granuloma tissue encapsulating the non absorbed implants. Returned explanted implants were evaluated by engineering staff with inconclusive results. Samples will be submitted to an external lab for histology. Additional info will be submitted in a supplemental report as it becomes available.